Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "[customer] reports the suspicion of false positives from the ft3997 & ft5861 devices"

Manufacturer narrative:
H.6. Investigation: customer reached out due to suspicion of false positives on bactec fx devices ft3997 & ft5861 (part number 441385). Bd support contacted customer via remote assistance and investigated issue. Findings showed that there were a combination of factors, including dated software and environmental temperature fluctuations, that could be contributing factors to the issues. Customer was instructed to have preventative maintenance performed on machines including a software update that strengthens ability to discount false positives. Though this likely could be environmental factors, bd is confirming this complaint proactively due to the software being outdated. No new risks, or hazards were identified. Quality will continue to monitor for failure trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "[customer] reports the suspicion of false positives from the ft3997 & ft5861 devices."